Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was conducted for lot number 9017003. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that at least one bd safe-clip¿ needle clipper was jammed. The following information was provided by the initial reporter: last year & this year the needle clippers seem to block up quickly so the fine needle won¿t enter the small hole rendering the clipper inoperable. It seems such a waste to throw away hardly used & near empty needle clippers. It was always quite rewarding when they became full & relatively heavy before disposal!

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd safe-clip¿ needle clipper was jammed. The following information was provided by the initial reporter: last year & this year the needle clippers seem to block up quickly so the fine needle won't enter the small hole rendering the clipper inoperable. It seems such a waste to throw away hardly used & near empty needle clippers. It was always quite rewarding when they became full & relatively heavy before disposal!